Event description:
It was reported that when ablating in the right atrium septum in the slow pathway with a catheter, a steam pop occurred which resulted in a third degree / complete heart block in the pt. There was no notice of jump in impedance. The catheter has been discarded. The pt was transferred in good condition.

Manufacturer narrative:
The catheter used in this procedure was a navistar 4mm, 7f, d-curve catheter. However, no other detailed info on the catheter was given.